Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd precisionglide¿ needle dislodged from the hub. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: four samples were returned. Cannula removal force testing was performed with the following results: 23.8 lbs., 28.2 lbs., 28.1 lbs., and 33.9 lbs. Parts were visually inspected. All four parts had good epoxy run down into the hub, and around the cannula. One notification was written for epoxy dripovers; 125,000 parts rejected. Assembly batch 7264626 had 152 visual inspections performed on 7,750 parts with two rejections recorded for epoxy dripovers. Forty-two cannula removal force tests were performed on 210 parts with a minimum removal force of 16 lbs., a maximum removal force of 36 lbs., and an average removal force of 25 lbs. The specification limits for cannula removal force for a 16 ga. Needle is a minimum of 10 lbs. Four samples were returned. Cannula removal force testing was performed with the following results: 23.8 lbs., 28.2 lbs., 28.1 lbs., and 33.9 lbs. Parts were visually inspected. Three of the parts had epoxy splatters/dripovers on the hubs. All four parts had good epoxy run down into the hub, and around the cannula. Possible root cause: defect could not be confirmed. If corrective/preventative action not required, provide rationale: the defect could not be confirmed. No CAPA will be issued. Investigation conclusion: possible root cause: defect could not be confirmed.